Manufacturer narrative:
The engineering investigation determined the device has no technical defect and is working as intended. The device switches to internal battery when mains supply is not available and raises multiple (low battery) alarms as the internal battery level decreases. The most likely cause of the loss of mains supply was due to insufficient connection to mains supply. No permanent injury was reported as a result of this incident.

Event description:
It was reported to resmed japan that during treatment the device power supply fell and the pt's treatment stopped. The pt was then hospitalized for breathing decrement and unconsciousness.